Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, brown particles in the fill channel, fold creases, white particles calcification-like in device outer surface, and more than three openings. A microscopic analysis and leak test were performed which identified more than three striated openings, broken striated edge, and wear abrasion. Based on the device analysis the final assessment was more than three striated openings in the side radius assessed as surgical damage, and a broken striated edge in the side anterior assessed as surgical damage.

Event description:
Additionally, healthcare professional reported "very little inflammation overall."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hole, non-specific".

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concern with the product and "hole, non-specific". Device has been explanted and replaced.